Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during a procedure on a (B)(6) male patient, the top of cup inserter broke off while doctor was impacting cup. No pieces fell into the patient. A back-up tray was available in the room. No real delay besides opening new tray. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of wear of a weld failure at the handle-strike plate interface. The most probable root cause associated with the reported event of "broken - minor surgical delay" is associated with undesired damage or breakage in a solder joint of materials used in the device construction.